Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms during basal and bolus. Customer's blood glucose was 194 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit. Infusion set was removed to examine cannula, and cannula was not bent. Customer got another no delivery alarm. Infusion set was changed but not reservoir and no delivery was received. Infusion set was discarded. During filling, reservoir was filling with air which resulted in air bubbles. Customer reported that insulin was not stored at room temperature. Customer was advised of proper filling procedures. Reservoir would be replaced.